Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: testing confirmed intermittent responses to button presses on the up and contrast buttons. The ok and down buttons responded appropriately to testing. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts. There was contamination observed under the contacts of all buttons. Unrelated to the initial complaint, the display screen was observed to be dim and discolored on the maximum contrast setting. The dim display was replaced with a new test display and became fully functional. The battery compartment was observed to be cracked below the finger pad extending down to the primary seal. There was no issue with loss of power observed. There was no evidence of moisture damage in the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump keypad up/down and ok buttons need to be pressed very hard multiple times and are not functioning properly. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.